Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported by the customer that the touchscreen on the unit does not react when touched and changes between menu on its own. The customer was able to briefly see the measurement window additional information received there was not any high voltage devices present at the time this happened. The unit works normal after the batteries have been removed and replaced back into the device. When in the error state they are not able to interrupt the device when randomly scrolling. The customer indicated there was no patient involvement the error was observed on the technicians bench area. The problem will reoccur when the keys are touched.

Manufacturer narrative:
Updated event description for better clarity. Device manufacture date updated to 05/02/2014. The returned device was evaluated. During this testing the unit's touchscreen was found to not respond to physical touch. However, the complaint regarding unit's screen changing between menus by itself was not confirmed. The touchscreen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported by the customer that the touchscreen on the unit does not react when touched and changes between menus on its own. The customer was able to briefly see the measurement window. Additional information received indicates there were no high voltage devices present at the time this happened. The unit works normal after the batteries have been removed and replaced back into the device. The problem will reoccur when a button is pressed. During the malfunction, the customer is unable to interrupt the device from randomly scrolling. The customer also indicated there was no patient involvement since the malfunction was observed on the technician's bench area.